Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient was unknown. Customer treated with bolus through insulin pump. Based on customer¿s report customer does not allege pump was under delivering. The customer states that the drive support cap appears normal. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.